Manufacturer narrative:
Retrospective record review and proactive reporting of incidents where available information is insufficient to confirm non-seriousness.

Event description:
On (B)(6) 2025, hcs (heartcorsolutions) received customer complaint (B)(4) where while wearing the vivalnk hydrogel adhesive patch (lot#kt20240901) to complete their 24-hour holter ttm, the study participant began experiencing skin irritation and itching at the patch site. After they removed the patch, they discovered redness and blisters at the patch site. They disposed of the patch so it will not be returned to aid in the investigation.